Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# fg-5400-00k, serial# (B)(4). MFR ref no: (B)(4).

Event description:
It was reported that a patient, (B)(6) female, underwent an atrial fibrillation procedure with a navistar rmt thermocool electrophysiology catheter and suffered diaphragmatic paralysis which did not require intervention. The same day, after the procedure, prolonged diaphragmatic paralysis was observed. There is no information on if hospitalization was required. The patient¿s condition has not changed. The physician¿s opinion on the cause of the adverse event was that it was procedure related and not related to the biosense webster inc (bwi) product.